Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26apr2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective (central processing unit) cpu tray cover and thumb screws to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported unit is not connected to the stand. When they try to tighten the thumb screw there is nothing for it to screw into. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified: estimate used.